Manufacturer narrative:
(B)(4). Correction - no calcification was noted at the access site. Evaluation summary: the device was returned for analysis. The reported unusual resistance felt during depressing the plunger and during sheath split were confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A query of the electronic complaint handling database indicated there had been no similar unusual resistance felt during depressing the plunger and during sheath split incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency. Per instructions for use under closure procedure section states: perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity, or presence of arterial wall dissection.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a starclose se device with a 6fr sheath after a femoral puncture interventional procedure. Reportedly, when attempting to depress the plunger and split the sheath, the device felt unusual and resistance was felt. In accordance with the instructions for use, the safety release mechanism access ports were used to successfully facilitate device removal. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. Do not deploy the clip in areas of calcified plaque. Improper or incorrect procedure or method, failure to follow steps/instructions. Per instructions for use: under closure procedure - perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.